Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the knife mcl59 bayonet monopolar freche (mcl59) was burned at the tips. The surgeon mentioned that "he physically saw blue plastic shredding off, so it was not charred tissue. He had to pick the plastic out of the airway." There were no patient injuries or surgical delays reported.